Event description:
Perforation of circumflex artery during cath emergency cab x 3 circumflex dissected the entire length requiring tacking of the intimal layer with svg anastomosis. Periop mi after closure of disecting vessel.